Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 423 mg/dl. Customer stated she believed this was related to stress. Customer treated with a bolus from the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found and insulin exited the tubing during a manual prime. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was bent. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.